Event description:
A patient in the ICU had an estimated blood loss of 758 ml when the content of four extracorporeal circuits was not returned when the filters clotted secondary to issues with the access catheter. The patient was not anticoagulated due to his underlying medical condition. The patient was transfused with 2 units of rbc. Following the transfusion of blood the patient was scheduled for interventional radiology to place a new catheter. MFR ref# 8010182-2015-00026.